Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted deformed conductor coils in several places, and surface cuts and electro-cautery damage were also noted. Suture sleeve tie down indentations were noted at approximately 422 and 430 millimeters (mm) from the terminal pin. Laboratory technicians noted it appeared that the suture sleeve was most likely located approximately 415 to 437 mm from the terminal pin. There were bends in the lead insulation at 439, 445, 455, 460, and 478 mm from the terminal pin with deformed outer coils noted at some of these locations. The cathode conductor coil was fractured approximately 450 mm from the terminal pin; located just distal of the suture sleeve tie down area between the suture sleeve and the clavicle region. The anode conductor coil was deformed between 470 to 510 mm from the terminal pin. The insulation in this area was deformed as well. The anode conductor coil was fractured in multiple locations between 480 to 490 mm from the terminal pin. Abrasion holes were noted in the inner insulation between 480 to 490 mm from the terminal pin as well. Laboratory technicians concluded that due to the location and type of damage, it was likely that this damage was caused by entrapment in the clavicle first rib region.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead fell and broke her hip. At that time, lv impedances increased from 300 ohms to 2,000 ohms, and lv non-capture was also observed. A lead revision was subsequently performed. Initially, it was thought that the lead had dislodged, as noted via fluoroscopy, thus repositioning attempts were made. The lead was ultimately explanted and replaced as the physician suspected a lead fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.